Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon tried to move the 8mm maryland bipolar forceps instrument but the tip of instrument did not follow the order from master tool manipulators (mtms). There were no internal or external collisions. Surgeon took out the instrument and noticed a cut in the wire. Due to their inability to control the tips, the reported instrument was replaced with a backup to continue with procedure. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained following additional information: the failure on 8mm maryland bipolar forceps instrument was unrelated to it being static. The movements of the surgeon scaled appropriately to the instrument. The instrument did not move in opposite direction. The timing of instrument was appropriate. User did not experience shakiness and/or friction while using the instrument.